Event description:
A surgeon reported, a pt with a refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 11/22/2010, 12/03/2010, and 12/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).